Event description:
This was a neurovascular (brain aneurysm) case. The patient was not obese and no peripheral artery disease, calcification, or tortuosity was observed. The procedure proceeded as planned and the 5f sheath was inserted without incident. As the case progressed, a groin shot revealed that there was no distal flow in the femoral artery beginning slightly above the initial access puncture. The patient was sent to surgery and was treated with a femoral artery patch. The patient remained in hospital due to a subarachnoid hemorrhage related to the brain aneurysm and was discharged on (B)(6) 2013 without further sequelae. Per the vascular surgeon's report, a dissection flap was noted. The profunda came of very high and the initial access puncture was through the bifurcation.

Manufacturer narrative:
The device was returned and failure analysis performed. Examination of the device revealed the latchwire was kinked, the marker port was damaged, and the nla was bent. It cannot be determined when they occurred; however, they appear to be unrelated to the reported issue. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warning sand precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined.